Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has a power issue (compressor thermal damage).

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿ the pump has a power issue (compressor thermal damage)¿. The unit was triaged and the reported issue could not be confirmed at this time. Performed a service in accordance with service manuals. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.